Event description:
It was reported that during an implant attempt, the atrial lead was placed but had unacceptable pacing threshold. The implant position was changed, threshold was still unacceptable and pacing failed. Another lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).